Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives the error 242.4030 on 8100 (s/n (B)(4)), at power on. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer receives the error 242.4030 on 8100 (s/n (B)(4)), at power on. Explained to customer the problematic issues that produce the error code 242.4030. Customer to interchange parts such as, the ail sensor to isolate fault. If the issue persists, then interchange the logic board. They will give a call back, if problems continue to become an issue. End call.